Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last couple days from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was using lidocaine patches for relief. The patient was doing well, and no further course of action is needed.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that the patient was experiencing pain at the implantable pulse generator (ipg) site and was using lidocaine patches for relief. The patient was doing well, and no further action is needed.